Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 13.9 mmol/l (250 mg/dl) while wearing the pod between 49 and 71 hours. When the pod was removed from the infusion site (abdomen) the cannula was found to be bent. Symptoms reported included difficulty breathing, chest pain, ¿illogic¿ pain through the body and achy legs. In addition to dka, the patient was diagnosed with pneumonia and a very elevated white blood cell count. The patient was treated with an insulin bolus of 2.1 units, intravenous fluids and amoxicillin. The pod was removed at the hospital and discarded. The patient was discharged 16 hours later, on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.